Manufacturer narrative:
Insulin pump received with end cap broken off and missing, motor missing, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify motor error alarm due to missing motor.

Event description:
Customer reported via phone call that the bottom of the insulin pump was broken. Customer dropped the device. Device alarmed a motor error alarm. Customer's blood glucose was 243 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.